Event description:
Pt went into surgery to have a kidney stone removed. Wife stated, during her husband's surgery to remove the stone, the surgitek ptfe coated guidewire used during the surgery broke off in the pt's kidney, wife said the surgery which was suppose to take approx. 45 minutes required four or more hours before the wire could be removed or retrieved. The kidney stone was not removed because of the malfunction of the guidewire and length of time involved in the surgery.